Event description:
It was reported, following an angiogram, the right femoral puncture site was closed with a 6f angio-seal vip vascular closure device. Approx one month later, the pt had a carotid stent procedure. At the end of the procedure, an angiogram was performed to evaluate for a closure device. A small, lucent, filling defect was noted distal to the puncture site. The right femoral artery was closed with a perclose. While the pt was recovering, a femostop was applied at 100mmhg pressure to control oozing for approx one hour post procedure. Thirty minutes later, the pt developed pain in the right lower leg and has loss of pulses. An angiogram of the right femoral artery from the left groin revealed complete occlusion of the right common femoral artery at the level of the upper third femoral head. The pt was treated with the angiojet and tpa to restore blood flow. The pt was sent back to the intensive care unit with satisfactory results.

Manufacturer narrative:
No product was returned. Review of the lot history and device history was not possible since the lot number was unavailable. Based on the info received, the cause of the vessel condition could not be conclusively determined. The angio-seal device instruction for use (IFU) state: if re-puncture at the same location of previous angio-seal device is necessary in less than or equal to 90 days, re-entry should be one centimeter proximal to the previous access site. The angio-seal device instruction for use (IFU) caution, should ischemtic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.